Manufacturer narrative:
D4.updated additional device information. H4.device manufacturing date updated to 24 june 2025.

Manufacturer narrative:
The user reported an infection at the sensor insertion site, presenting with swelling and purulent discharge mixed with blood. This was confirmed as an infection by their healthcare provider (hcp). According to the user, symptoms first appeared on (B)(6) 2025. No other infections were reported. The user's hcp is aware of the event and prescribed antibiotics. The user stated that the infection has improved, with a reduction in discharge. A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release.

Event description:
Senseonics was made aware of an incident where user reported an infection at the sensor insertion site, presenting with swelling and purulent discharge mixed with blood. This was confirmed as an infection by their healthcare provider (hcp). According to the user, symptoms first appeared on (B)(6) 2025. No other infections were reported. The user's hcp is aware of the event and prescribed antibiotics. The user stated that the infection has improved, with a reduction in discharge.